Event description:
Customer reported blood glucose results of 458 mg/dl, 151 mg/dl, 120 mg/dl, and 116 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, treatment or adverse event relative to these discrepancies. A request was made for the return of the system; replacement was sent.